Event description:
It was reported that an asymptomatic patient came in clinic for normal follow up. An increase in pacing impedance and decrease in sensing were observed. The lead remains implanted. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.